Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11 cm and 32 cm distal to the df4 connector pin. The proximal, the medial and the distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular 28 cm distal to the df4 connector pin the lead body was found squeezed and deformed. In this region the insulation was damaged as well as the coating of the conductor cables to the shock coil and to the ring electrode. These findings can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages, such as the cut in the conductor cable to the shock coil, most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.

Event description:
After an implantation period of approximately 36 months an aborted shock due to oversensing was reported which could be reproduced during a clinical follow-up. The lead was replaced and explanted but not yet returned to biotronik.